Manufacturer narrative:
The device was requested for evaluation, however, the hp indicated he thought it was his fault and did not suspect there was any malfunction of the device and didn't need a swap of the device. The hp reported that if he suspected there was something wrong with the device he would request a swap and didn't feel this was necessary at this time.

Event description:
A customer contacted baxter technical service regarding a possible overfill during fill 1 of therapy using the homechoice system. The home patient (hp) felt abdominal cramping/pain and vomited and wanted to end therapy. The initial drain volume was 0ml. The technical service representative (tsr) assisted the hp to manually drain approximately 300ml. The fill volume then showed-23ml. The hp stated they felt relieved. The hp informed the tsr of a colonoscopy (3 in one week) that had occurred earlier in the day. The hp thought that may have been part of the cause for abdominal pain. The hp was unsure if he had drained out manually during the day or if there was solution in the peritoneum throughout the day. The hp's last fill volume was 2000ml. The hp did not know the program parameters of the homechoice. The hp did not know if there was a potential programming error, but the hp had already contacted the nurse to see her in the morning. The hp did not recall specifics of the incident, including the ultrafiltration rate. The hp was not treated for the overfill situation. The device was not powered down when this occurred, as therapy was ended and it occurred during fill 1. The hp suspected he had too much solution, however, did not know how or why. No alarms or cycles were bypassed. The hp ended therapy that night and performed therapy the next night and everything was fine. After meeting with the nurse, per the hp, the therapy settings have not been re-evaluated. There have been no changes to the hp's medications/diet. The overfill was not recognized by the hp's clinic. The hp is feeling fine, there was no patient injury or medical intervention associated with this incident. The hp reported his therapy has been going great since the incident. Cause was not identified, however, the hp feels the colonoscopy may have contributed to the abdominal pain.